Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the suggested event could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subjected device exhibited a broken cover glass with a loose meniscus in the object window. There were no reports of patient involvement.